Event description:
Information received from the intrepid clinical database. Treatment of a right unruptured ica (internal carotid artery) sidewall aneurysm measuring 2.8mm x 1.5mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2012 and a mild asymptomatic intimal hyperplasia was discovered along the pipeline during a 6 month follow-up.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).